Event description:
A hospital pharmacist reported a patient was diagnosed with a corneal abscess, (eye unspecified), and experienced a loss of visual acuity associated with wear of focus monthly visitint contact lenses & use of an unspecified brand of lens care solution. Eye scraping & lens case positive for pseudomonas aeruginosa serovar 06, solution negative. Pre-event acuity not provided, post-event acuity not provided. Several requests have been made for additional information, however no further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as an infectious corneal ulcer." Evaluation of returned complaint sample is underway. If any abnormality is found, a follow up report will be provided. The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.